Event description:
The caller reported an issue with the frozen and unresponsive touchscreen of their pump, preventing interaction. There was no adverse impact on the customer's blood glucose level. Customer technical support guided the caller to attempt a pump reset, which did not resolve the issue, leading to a decision to replace the pump. The customer understood and acknowledged the procedures for returning the problematic pump and using a replacement in the interim.